Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion at cuff site due to a sizing issue. A revision surgery was performed to remove and replace the component. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with erosion and length of the device may have been due to a potential measurement error during implant procedure. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced erosion at cuff site due to a sizing issue. A revision surgery was performed to remove and replace the component. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.